Manufacturer narrative:
Device was discarded by user, no evaluation possible.attached note:this is a re-submittal. Original 3500a did not have a complete MFR report #. Sory for any inconvenience. 10/31/05.

Event description:
During use of vaginal speculum, it broke when in situ. This lead to a small laceration to the patient's vaginal wall. No intervention required.